Event description:
It was reported that following a right eye (od) trabecular microbypass stent system procedure involving the access microgoniotomy device, the patient presented with postoperative chronic pain. Per report, the patient is being treated with medication, including combination eye drops, and is likely a "steroid responder". The report noted the patient underwent a complex phacoemulsification with posterior chamber intraocular lens (iol) and stent implantation approximately two and a half years prior. The surgeon was evaluating treatment options. Additional information has been requested. This report references the pain associated with the g2-w trabecular microbypass stent system.

Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Pain is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Pain is an established risk associated with use of the device, which is clearly specified in the product''s labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4). Please reference report 2032546-2023-00109 for the pain associated with the is3 trabecular microbypass stent system. Please reference report 2032546-2023-00110 for the pain associated with the iaccess microgoniotomy device.